Manufacturer narrative:
Zimmer biomet (B)(4). One 3i t3® with dcd® non-platform switched tapered implant 3.25 x 11.5mm (bnst3211) and certain® 3.4mm(d) driver tip - short (impdts) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use about the implant body and drive feature, and the driver is more heavily worn. Functional testing was performed for the returned product and it was determined the components were completely seized together and could not be disengaged, even when excessive force was exerted. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was removed the same day as placement. DHR review was completed for the subject lot number 2018031656. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018031656) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (stuck components) or product (bnst3211 & impdts). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that a malfunction occurred while placing an implant (bnst3211) using a driver tip. There was no injury reported as a consequence of the event. Also, no additional surgical intervention was reported to prevent permanent impairment. Additional information received from the investigation results identified the driver tip as impdts. Also, it was determined the driver tip was unable to disengaged from the implant.